Manufacturer narrative:
(B)(4), a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the etco2 port is damaged. There is no reported pt involvement.